Event description:
On (B)(6) 2012, this pt underwent treatment of an abdominal aortic aneurysm using gore excluder aaa endoprosthesis. An aortic extender component was being implanted for proximal extension on a trunk-ipsilateral leg component. It was reported that when the deployment line was pulled, the line only came out approx 12 inches, then stopped angiography showed the device had tilted in the aorta about 30 degrees and had covered one of the renal arteries. The physician was able to deploy the device completely and perform ballooning. Angiography showed that the device was no longer covering the renal artery, the device was oriented perpendicularly in the aorta, and there was no evidence of endoleak. The pt tolerated the procedure.

Manufacturer narrative:
The review of the mfg paperwork verified that this lot met all pre-release specs. The root cause of the event could not be determined with the provided info. Eval summary - the aortic extender component delivery catheter was returned for eval. Engineering confirmed that the deployment line was pulled successfully and the deployment line remained attached to the deployment knob.